Event description:
It was reported that the programmer would boot up to a blue error screen and the date and time would reset itself after every power cycle. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the time and date would reset at every power cycle due to the mpu (main processor unit) printed circuit board assembly. Analysis also found the lower case, upper hinge plate, and rear display cover are worn. The printer drawer is damaged and missing blue lever. Concomitant: 229047 analyzer. (B)(4).